Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) occurred during a trial implant procedure on (B)(6) 2019. The patient indicated they were experiencing a headache and a blood patch was performed. The trial lead was later removed. The patient indicated that the issue of headaches was improving, but still present.